Event description:
It was reported that ongoing intermittent occlusions occurred. There was no reported adverse impact to the customer's blood glucose level. Ultimately, on 2/27/2026, during trouble shooting with clinical support the customer changed all pump supplies to address the issue and continued to use the pump for insulin therapy.